Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the lv lead. Patient experienced diaphragmatic stimulation. Lv lead pacing was turned off. Patient left in stable condition.